Manufacturer narrative:
(B)(4) relates to the reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speed band superview super 7 device was used during procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy.